Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. Unrelated to the reported event, the company service representative removed an old balanced saline salt (bss) bag from the active irrigation (ai) module. The system was then tested and met all product specifications. The system was manufactured on october 8, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit stopped phacoemulsification twice in the middle of surgery. Additional information has been requested, but none received.